Event description:
Information was received indicating that "low delivery" was noted on a smiths medical cadd solis vip pump. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis in good condition. Three separate delivery accuracy tests and functional checks were performed. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6% of the last two previous issues and the current issue. However, the air detector failed during test. The air detector will be replaced.